Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient reportedly is doing well. The patient remains implanted. This is the final report.

Event description:
The patient reportedly fell and experienced loss of lock. External equipment was exchanged; however, this did not resolve the issue. X-ray confirmed internal magnet displacement. Surgery was performed on (B) (6) 2010 to reposition the internal magnet.